Manufacturer narrative:
(B)(4). Date of initial report : 12/17/2015; date of follow-up report : 02/29/2016. The device was activated on porcine kidney tissue. Delayed regrasp alarms sounded when grasping towards the tip of the jaws. Regrasp alarms indicate to the user that the sealing was not completed. End tones were generated when grasping a full bite in the center of the jaws. A visual thermal effect was observed during this testing. Inspection found that the amodel overmold had melted near the hinge of the jaws causing the gap to be tight in the back of the jaw and unparallel from front to back. This caused the regrasp alarms. The cause of the melting could not be confirmed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4) the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that an activation tone was heard but the tissue appeared not to be sealed during a sub total gastrectomy. There was no bleeding and it is unknown if end tones or regrasp alarms were heard. Another device was used to complete the procedure and there was no injury to the patient.